Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, one of the reloads was not able to completely close therefore it could not be fired. Another reload from the same lot had strange staple formation with only 4 rows of staples formed. A third reload was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. Visual evaluation noted that one reload was partially fired and one reload was fully fired with a deformed anvil clamping mechanism. Functional evaluation of the reloads noted that both fired/cycled without issue. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.